Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was storing her cartridge of strips in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." It was also determined that the user touches the test site of the test strip when removing from the cartridge. Dario's user guide states in the section of test strip precautions: "do not touch the yellow testing site when handling the test strip." After the above, dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 130 mg/dl, which the user stated is not within range for her, however she stated that she had just eaten before testing. Dario's representative informed the user to monitor her bg readings for three days using the new strips and that he would follow up with the user at a later date. The user contacted dario on december 19th and reported that on the previous three days, she tested each day and received the following bg readings: 102 mg/dl, 109 mg/dl and 90 mg/dl. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On december 15th, 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 130 mg/dl from her dario meter and then 94 mg/dl from her non-dario meter.